Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample on a vitros eci immunodiagnostic system. Patient 1 sample 1 result of 0.090 ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es patient sample result was not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample on a vitros eci immunodiagnostic system. The most likely assignable cause of the event could not be determined. An instrument related performance issue could not be ruled out as contributing to the event. A diagnostic vitros tropi es within-run precision test that would assess the adjusted light unit (alu) background could not be completed due to a performance issue with the reagent metering probe. However, a review of data log files that covered the timeframe of the event did not indicate an elevated adjusted light unit (alu) background that would contribute to a non-reproducible, higher than expected results. Therefore, an instrument performance issue did not likely contribute to the event, but could not be completely ruled out as no performance precision testing was completed. Based on historical quality control results, there is no indication of a performance issue with vitros tropi es lot 5640, however, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5640 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Finally, pre-analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer was adhering to the sample collection device manufacturer's recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.